Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e2330 is being used to capture the reportable event of pain. Patient code e2326 is being used to capture the reportable event of inflammation. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient who received a spaceoar experienced pain. An MRI was conducted and it was observed that some of the gel was in the right place at the base and high midgland. However, towards the lower midgland and apex the hydrogel appeared to be under the rectal wall. Inflammation was also observed. The patient started 10-day course of augmentin.